Event description:
The article "t-teer for tricuspid valve regurgitation: a sex-based real-world analysis from the tri-spa registry" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of sex-related differences on clinical outcomes after tricuspid transcatheter edge-to-edge repair (t-teer) for severe tricuspid regurgitation (tr). Devices mentioned include mitraclip, triclip, and a non-abbott device. The article concluded that in a real-world setting t-teer was equally safe and effective in both sexes, achieving comparable procedural success and durable tr reduction. [The primary author and corresponding author was xavier freixa at hospital clínic de barcelona institution with corresponding email xavierfreixa@hotmail.com. Freixa@clinica.cat]. The time frame of the study was june 2020 to may 2023. A total of 310 patients were included in this study, of which 247 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, stroke. Cn-318926, unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tissue damage, cardiac tamponade, surgical intervention, bleeding, recurrent tr, additional triclip procedure, endocarditis, migration, single leaflet device attachment. Cn-318927, unk triclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tissue damage, cardiac tamponade, surgical intervention, bleeding, recurrent tr, additional triclip procedure, endocarditis, migration, single leaflet device attachment.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip procedure were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, stroke. Complications reported included death, heart failure, prolonged hospitalization, tissue damage, cardiac tamponade, surgical intervention, bleeding, recurrent tr, additional triclip procedure, endocarditis, migration, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.